Event description:
A pump malfunction was reported by the customer, but no notable events occurred before the malfunction, and there was no adverse impact on the customer's blood glucose level. Despite efforts to reset the pump with guidance from technical support, the malfunction code reappeared. Technical support instructed the customer to reset the pump using the mobile app and arranged for a replacement pump to be sent. Customer will use multiple daily injection (mdi) as a backup therapy.